Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted due to a normal elective replacement indicator on (B)(6) 2014.

Manufacturer narrative:
Analysis found normal battery depletion. The reported inability to read data was a result of a software issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.